Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, lot/serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Ubd: 16-jan-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implantable pump. It was reported the patient had an occluded catheter once. The patient stated it was not emergency surgery, but they had to "take the pump out of my back and put a new one in."